Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture visible in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission, 09/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: during investigation, a visual inspection of the pump showed that the battery compartment was cracked above the bumper at the battery compartment threads. There was no evidence of moisture observed inside the battery compartment. A leak test was performed and showed a battery compartment leak. The pump was opened and there was evidence of moisture found inside the pump.